Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a MRI this morning and forgot to remove the pump. Customer then received a motion sensor test failure alarm. Customer's blood glucose level was 140 mg/dl. Customer was unable to clear the alarm by pressing esc and act. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump was received with an a35 alarm during rewind due to a motor encoder signal out of phase. Unable to perform the displacement test due to the a35 error alarm. Cracks to the display window and reservoir tube lip was also noted.